Event description:
The customer reported "it doesn't turn on" broken display connector. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): this complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.